Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty pumphead module which was making a clicking noise. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a pump head module making a clicking noise was not confirmed or reproduced during product evaluation; therefore, the quality engineer could not determine the root cause of this condition. No repairs will be done since the product was found to be satisfactory. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.